Event description:
It was reported there was an infection. There was a wound infection in the mid thoracic area at the site of the paddle lead implantation. The wound was an open lesion. The infection resolved without sequela on (B)(6) 2011.

Manufacturer narrative:
Product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. Product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer. Patient product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 3487a-56, lot # v014903, implanted: (B)(6) 2007, product type lead. Product ID 3487a-56, lot # v016612, implanted: (B)(6) 2007, product type lead.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: extension. Product ID: 3487a-56, lot# v014903, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3487a-56, lot# v016612, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: extension. Product ID: 3487a-56, lot# v014903, implanted: (B)(6) 2007, explanted: (B)(6) 2011,product type: lead0 product ID: 3487a-56, lot# v016612, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: extension.

Event description:
Information was received from a consumer reporting via a company representative that the implantable neurostimulator (ins), lead, and extension were explanted a ¿couple of years¿ after (B)(6) 2007 implant due to infection at the pocket site. The date of removal was not known. The patient was given IV antibiotics after removal.